Event description:
It was reported that a one link catheter extension set would not flow. This occurred during infusion. The reporter stated that the operator was unable to draw back blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was visually and microscopically inspected. There were no deviations noted. The device was then functionally (simulated use) tested. The device operated within the desired product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.